Event description:
Ous MDR - the associated ICD could not be interrogated. This was all of the information that was provided to us. Should additional information become available, this event will be updated.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured inner coil at some 38 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the vcs shock coil as well as to the rv shock coil were damaged and arc-over marks were visible at that position. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment.